Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the size of the enfit connector did not allow for thicker gastric contents or material to be removed and did not appear to be a way to remove the connector to more easily decompress these patients. This was a serious safety concern for our gi bleeds, trauma, cardiac arrest, and bowel obstruction patients that may require this. A customer was told by a vendor of a different enfit product that the salem sump tubes were not meant for decompression, and for a gi bleed patient they kept getting clogged. The issue was that it could not truly suction with the addition of the enfit connector and could not decompress the stomach properly. The issue lies with the opening where the items were suctioned out through. The enfit appeared to be about 1/8" where the non-enfit codes are about 14" and got clogged within the enfit due to it not having enough space to suction everything out through.

Event description:
It was reported that the size of the enfit connector did not allow for thicker gastric contents or material to be removed. There did not appear to be a way to remove the connector to decompress these patients more easily. This was a serious safety concern for patients with gastrointestinal (gi) bleeds, trauma, cardiac arrest, and bowel obstruction who might require this. Customer was advised by a vendor of a different enfit product that the salem sump tubes were not meant for decompression, and for a gi bleed patient it kept getting clogged. The issue was that it could not truly suction with the addition of the enfit connector and could not decompress the stomach properly. The issue lies with the opening where the items were suctioned out through. The enfit appeared to be about 1/8" where the non-enfit codes are about 1/4". The nasogastric tube got clogged within the enfit due to it not having enough space to suction everything out through.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "lumen size designed incorrectly resulting in the lumen becoming blocked during use". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.